Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient was implanted with a lead and percutaneous extension as part of the two-stage test procedure on (B)(6) 2026. The external neurostimulator (ens) was then connected to the extension, and since then the patient developed serious allergic symptoms. The cause of the allergic reaction was so far unknown. The patient received anti-allergic drug treatment with no real success so far. The hcp obtained all available information on 2026-mar-17 about the materials of the implants used in the patient. The complete material was planned to be explanted on (B)(6) 2026 . The issue was not resolved at the time of this report. On (B)(6) 2026 additional information was received. It was reported the lead and percutaneous extension explanted on (B)(6) 2026. Will be returned.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36lg7 implanted: (B)(6) 2026. Product type: lead product ID 3560022 lot# va36zbr implanted: (B)(6) 2026. Product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 24-jun-2027, UDI#: (B)(4); product ID: 3560022, serial/lot #: (B)(6), ubd: 30-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.